Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that he began experiencing elevated blood glucose in 2009. He bolused through the infusion device in an attempt to lower his blood glucose. Eleven days later, he was taken by ambulance to the hosp with elevated blood glucose of 24.6 mmol/l (443 mg/dl). He was hospitalized for 4 days and treated with an insulin IV. He switched to his backup infusion device and had no further issues. His normal blood glucose range 5-8 mmol/l (90-144 mg/dl). No further info is available. The infusion device was replaced and requested to be returned for evaluation.